Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a broken black tip. The proximal clevis of the instrument was found to be broken near the distal end. The clevis was missing a 0.084 x 0.060 piece. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff noticed that a fragment from the permanent cautery hook instrument was found to be missing. At this time, it is unknown if the missing instrument fragment fell inside and was retained. The location of the missing instrument fragment is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the surgical staff noticed that the permanent cautery hook instrument was broken and a part of the black tip from the instrument's shaft was missing. The instrument was found to be damaged upon removal from the patient. The initial reporter did not know if the missing instrument fragment fell inside the patient or was already missing prior to installation. On 08/15/2016, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: the surgical procedure was not recorded on video. The permanent cautery hook instrument was used the entire surgical procedure and there were no instrument collisions. In addition, the permanent cautery hook instrument was not removed at any time during the surgical procedure, prior to when the instrument damage was identified. The initial reporter did not know the location of the missing instrument fragment. To her knowledge, no post-operative complications have been reported.